Event description:
The customer reported the insulin pump squirting out excessive insulin during prime, and that she was unable to exit the "preparing to prime" loop. Troubleshooting with the helpline did not resolve the issue. Customer was instructed on proper use of her infusion set. The customer was advised to discontinue use of the insulin pump, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's reported blood glucose value was 332 mg/dl. No further information was provided.

Manufacturer narrative:
Findings: cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection. Unable to prime during prime/aa33 alarm (compromised force sensor system) test due to loose/protruded drive support disk.